Event description:
A home patient using a homechoice system, contacted baxter's technical service center regarding a check supply line during last fill. The hp stated that the bag had fallen during therapy, but the bag was caught before landing on the floor. The home patient reconnected the bag. The home patient lost some solution prior to reconnecting. The home patient was advised to contact his nurse to assist with ending therapy. There was no patient injury or medical intervention indicated at the time of the call.